Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for chloride (cl) on a (B)(6) female patient. There was no additional patient information at the time of this report. The customer states that product is available for investigation. Date: (B)(6) 2016, time: 0200, result: >138, sample: a; (B)(6) 2016, 0202, 103, a. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 03/01/2016. Customer returns and retain product was tested and are functioning according to specification..

Event description:
Na